Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information reported: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. Patient status/ outcome / consequences? Unknown. Was other medical intervention required? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the "clips that fell down after clamping" is referring to clips that fell off of a vessel or tissue after they were applied? Or did clips drop or eject from the jaws of the device unformed? Please provide further information on the event.

Event description:
It was reported that during an unknown procedure, the clips fell down after clamping.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information was requested, and the following was obtained? Can you please clarify if the "clips that fell down after clamping" is referring to clips that fell off of a vessel or tissue after they were applied? Or did clips drop or eject from the jaws of the device unformed? The clips dropped from the jaws of the device unformed.